Event description:
Additional information: the sales rep called stating that after meeting with account rep, it was determined that the device was not loaded properly. The account was re-inserviced on proper loading of device. Device is not available for return. (B)(6) sent device to facility quality assurance. I determined with general surgery team lead that surgical technologist loaded device incorrectly causing cartridge to eject from endocutter. No further information is available at this time.

Event description:
It was reported by maude event report (B)(4) that during a laparoscopic appendectomy procedure the stapler reload misfired and then fell out of the stapler into the patient. The reload was retrieved and removed from the surgical field. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported. Information not provided regarding device availability.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information and device status has been requested. No response received to date.

Manufacturer narrative:
(B)(4).